Manufacturer narrative:
It was reported by customer that the infusion line was leaking. One photo sample was received for evaluation. Inspection of the photo provided does not indicate a separation or leakage of the tubing causing a leak. The customer complaint of tubing defective / damaged could not be verified. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model: 2426-0007, lot number: 24115386 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: statement from end user: the rn noted the patient was hypotensive. They traced all their lines and noted it was wet under the alaris IV pump channel. When we took it out, I didn't notice any visible holes in the tubing. I put it into a separate pump outside the room and noted that it was again leaking. It appears to be where the blue locking mechanism is right near the flexible tubing.